Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference and/or strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-150mg/dl fasting. Verified test strips expire 04/30/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:customer is concern with all the lo blood results that the meter is giving. Customer calling states that every time he run a blood test the meter will only give lo blood result. Customer states that he normal test 1 hour after eating and he test 2 times a day. Customer states that he is on several medications but is not sure which medication is for his diabetes. Check memory and customer time and date is not set correctly.